Event description:
Indication: chronic inflammatory demyelinating polyneuritis; spontaneous: patient she said her pump broke after her last infusion, the spring snapped and she needs a new pump; patient has not missed; unknown if available for return; unk lot number. No further information known. Pump used to infuse hizentra 20% at above dose and frequency. Reported to (B)(6) by pt/caregiver.